Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was stimulation in the wrong location due to a lead migration. The lead migrated to the left so that the lead was sitting somewhat diagonally in the epidural space. A percutaneous lead would be added to the right of the midline and connected to the existing implantable neurostimulator (ins). The pt did not want invasive surgery. Additional info has been requested, but was not available as of the date of this report.